Manufacturer narrative:
On 14-jul-2021, mentor received additional information regarding the suspected medical device. The suspected medical device is a 550cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502550, lot #: 9556175). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 27-jul-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection, leak testing, and microscopic examination, and thickness measurement of the returned device. During the visual evaluation of the sm mpps dv 550cc, a tear was observed in the anterior view measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: intraoperative trauma, excessive stresses, or manipulations. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor saline breast implant being used for a breast surgery deflated intraoperatively. No patient consequences or procedural delays were reported. The surgeon stated that the implant did not retain solution as she was filling in the implant. The surgeon stated that a hole was observed on the implant. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received